Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 475 mg/dl at the time of the incident and current blood glucose was 69 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer alleges insulin pump was under delivering due to high blood glucose. The customer was treated with insulin pump. Customer will not return device for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested out side the unite and passed.